Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-feb-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4mm x 39mm enterprise 2 no tip stent (encr403900 / 7158890) could not be opened completed. The physician retracted the stent and tried again but encountered the same issue. A new stent was used to complete the procedure. There was no negative patient impact reported. The cerenovus sales representative gave confirmation on (B)(6) 2023 that there was no delay in the procedure. On 29-jan-2023, the cerenovus sales representative reported via phone that responses to requested additional information are unknown. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 39mm enterprise 2 no tip stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the complaint device. The delivery wire and the introducer were not returned for evaluation. The stent component was inspected under a microscope. No abnormalities were observed on it (i.e., no broken struts and no kinks). Both ends of the stent were noted to be completely expanded. The issue documented in the complaint regarding the stent not being able to open was not confirmed since the stent was found fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. The stent detachment was not originally documented in the complaint and the exact time when this condition occurred cannot be determined based on the information available, however, this finding is not a contributing factor to the stent's inability to open experienced during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7158890. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendation: ¿ maintain adequate stent length (approximately 5mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter facility name: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7158890. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 39mm enterprise 2 no tip stent (encr403900 / 7158890) could not be opened completed. The physician retracted the stent and tried again but encountered the same issue. A new stent was used to complete the procedure. There was no negative patient impact reported. The cerenovus sales representative gave confirmation on (B)(6) 2023 that there was no delay in the procedure. On (B)(6) 2023, the cerenovus sales representative reported via phone that responses to requested additional information are unknown.